Event description:
It was reported that the user¿s blood glucose rose after lunch despite announcing the meal, and a fingerstick measured 300 mg/dl with subsequent glucose reported at 322 mg/dl while using the ilet; there were no device alerts or alarms, and the medical device problem and component could not be determined due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information to identify a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.